Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient¿s machine (recharger) was ¿kind of broken¿. They stated that the manufacturing representative (rep) put the recharger together wrong. They put something in upside down and it wasn¿t working so the patient couldn¿t use it. It was reported that the event date of the recharger being damaged due to the rep plugging something in backwards occurred on (B)(6) 2017. The patient stated that they had chronic migraines every day and it exacerbated their migraines really bad because their back was so bad for the last two weeks ((B)(6) 2017). It was indicated that this was not an out of box failure and that there was a medical or therapy problem associated with the small parts report. It was reported that the patient met with their rep today and their rep replaced the part for then and trained the patient on how to use their patient programmer and recharger. It was indicated that the patient was working with their managing healthcare provider (hcp) regarding their migraines. No further complications were reported/anticipated.